Manufacturer narrative:
The device was explanted on (B)(6) 2019. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating an elevated current consumption. Therefore, the pacemakers memory content was analyzed confirming this observation. The battery status was eri which was triggered on november 30, 2019 as a result of a battery depletion. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed in eri mode. The therapy functionality was still functional. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be almost depleted but not defective. The current consumption was directly measured showing an elevated current consumption. Therefore, the electronic module was sent to the manufacturer for further detailed analysis. No visual anomalies on the electronic module were noted during analysis. An elevated current condition could not be re-confirmed throughout all measurements even after monitoring the current consumption for several weeks. It is therefore assumed that an elevated current condition of intermittent nature led to the clinical observation. In summary, despite a thorough analysis, the root cause for the clinical observation could not be determined. However, the therapy functionality of the pacemaker was not compromised while implanted and in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were thoroughly analyzed. Analysis of the returned pacemaker dump revealed an elevated current consumption, triggering, by design, a warning message to alert the user. However, the elevated current consumption might be an indication that an electronic module component is damaged. However, based on the information available no definite root cause was determinable. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Premature discharge of battery has been observed during an annual regular follow-up compared to the last follow-up. According to the hospital note, the patient is under annual in-office follow- up without home monitoring. On (B)(6) 2017, the remaining battery was 4 years, 1 month. On (B)(6) 2018, the remaining battery was at 2 years, 9 months. During the follow-up on (B)(6) 2019, pop-up message of - excess battery consumption detected, perform memory dump, contact biotronik - was shown on a programmer screen. The remaining battery was under 1 month and 5 percent.